Event description:
During use in a rotator cuff repair the anchor broke and was removed from the pt. A backup device was available. The surgeon did not pre-drill prior to insertion of the anchor and never does with ti anchors. The surgeon did use the ao two - finger technique when inserting the anchor. No delay reported or injury to the pt.